Manufacturer narrative:
No conclusions can be made since the products were not returned to dmta and limited information was provided by the customer in reference to the complaint event.

Event description:
"All three laser fibers in the box revealed the tips broke off. Laser fibers were unusable. No report if the laser fibers were swapped with another lot. No report of patient injury. The items are considered out-of-box failure. They were not used during the case."

Manufacturer narrative:
Update as devices returned after complaint closure: analysis of the fibers revealed the following: fiber a: during the initial visual examination, the bent and charred distal tip indicated that the fiber had been used, likely coming into direct contact with a solid structure such as a kidney stone. After the distal tip was reprocessed, the fiber again functioned according to specifications and did not exhibit any signs of degradation or breaks. The successful testing of the fiber after the distal tip reprocessing and the presence of a pilot beam with successful laser transmission indicates that this fiber was fully capable of functioning as intended. Fiber distal tip degradation is a normal function of the fiber that is controlled only by the operator during a given procedure. It can be assumed that during evaluation testing that it is very unlikely there were any manufacturing faults with the fiber. The fiber likely failed due to user mishandling. Fiber b: analysis of the fiber revealed a fiber which was broken from the connector at a break point under the heat shrink and strain relief just behind the proximal connector. Presence of charring at both sides of the fiber break point indicates the break occurred while laser energy was being applied. It was noted that the fiber did not break when tested on the bend radius test fixture at the minimal bend radius of 7mm. This break observed in this fiber was likely the result of user mishandling when the fiber was bent beyond the stated minimum bend radius when laser energy was applied. The location of the break point immediately behind the proximal connector could indicate that the fiber was pulled by mechanical force in a direction perpendicular from the attached laser to the area where the fiber distal tip was being utilized. Dornier fibers are fragile and must be handled with utmost care by the user. Fiber c: analysis of the fiber revealed a fiber which had a missing distal tip. The distal area of the fiber where the tip was exhibited signs of breakage while laser energy was being transmitted. It is likely that the tip was pushed with too much force against a body structure, likely resulting in the distal tip breaking. In addition, the successful testing of the fiber after distal tip reprocessing, the presence of a pilot beam with successful laser transmission, and the successful testing without breaks while under the minimum bend radius of 7mm indicates that the fiber was fully capable of functioning as intended. It can be assumed that during evaluation testing that it is very unlikely there were any manufacturing faults with the fiber.

Event description:
"All three laser fibers in the box revealed the tips broke off. Laser fibers were unusable. No report if the laser fibers were swapped with another lot. No report of patient injury. The items are considered out-of-box failure. They were not used during the case."